Event description:
A report was received that the patient was experiencing right lower extremity weakness, numbness and tingling. The physician had the patient returned to surgery and performed laminectomy. The patient was able to feel stimulation in the pain areas and was doing well postoperatively.